Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 5mg/ml; 1mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the pump was flipping and the patient could not use the personal therapy manager. No environmental/external/patient factors may have led or contributed to the issue. No diagnostics or troubleshooting was performed. A pocket revision was performed (B)(6) 2018. The pump was stabilized pump by suturing it down. The issue was resolved. Patient weight and medical history were asked and will not be made available. The issue was resolved. Patient status was alive - no injury. No further complications were reported.